Event description:
Discordant, falsely low sodium (na) results were obtained on a dimension vista 1500 instrument on twenty one patients. The discordant results were released to the physician(s), who questioned them. The samples were rerun on the same instrument and those results were reported to the physician(s) as the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant na results.

Manufacturer narrative:
A siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and determined that the sodium results were flagged low by the instrument. The tsc also determined that the sample port drain rate was within acceptable limits at 0.9 seconds during this time frame and that qc recovered within range near the expected mean. The cause of the discordant low sodium results was unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.